Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they took a nasty fall at work on (B)(6) and ever since then, the device has not been working. They tried to turn it back on, but they are seeing call your doctor, eos. Reviewed eos requires replacement. The caller indicates that they have had a catheter put in since then because their bladder pushed the urine and they had hydronephrosis in their kidneys and could not urinate. It got real bad and they got an infection. The caller also reported that after they fell that had pain in the leg that went up the thigh to the vaginal lips and they could see vibration. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.